Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 28 mg/dl. Customer was treated with intravenous saline, insulin, and glucose. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, a minimum fill notification occurred after the customer loaded 150 units into the cartridge. In addition, the customer alleged the pump delivered 100 units of insulin without user request. Tandem technical support reviewed pump data and found the cartridge and been changed and the load fill tubing step had been performed multiple times. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to obtain additional information, however, a response was not received.